Manufacturer narrative:
Investigation is completed. Results: visual inspection: a deformation of the outer housing of the prosa valve was observed. This deformation was confirmed through a measurement of the plan parallelity. Permeability test: permeable. Adjustability test :adjustable to all pressure settings. Opening pressure of the valve: within the tolerances. Brake functionality and brake force test: brake function is good, braking force slightly outside the tolerance. Dismanteling of the valve: inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of occlusion or non-adjustability. At the time of our investigation, the prosa was shown to be permeable and to adjust. The deformation of the housing or the deposits observed could be a cause of this malfunction. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. The cause of the deformation of the prosa valve and the resultant defect of the rotor could not be determined through our investigation. Significant outside pressure, for example by too much force from the prosa adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. No further regulatory actions are required. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
It was reported that there wa sa problem with a prosa valve. The surgeon describe that it was not possible to adjust and there was a blockage.